Manufacturer narrative:
Patient provided limited information in her communication to the manufacturer. No patient details (age, weight etc.) Or product details (part number, lot number) provided. No device history record could be reviewed. Manufacturer requested conversation with patient to obtain physician information. Several attempts to obtain additional information were made to the patient but have been unsuccessful. Infection is a known risk of surgery. It remains unclear if the device caused or contributed to the infection. This is an initial report being submitted in an abundance of caution while additional information and patient outcome may be obtained.

Event description:
Patient reported that she had galatea mesh placed on (B)(6) 2020 while having a breast reduction and augmentation and got a staph infection about 3 weeks later. After 8 rounds of antibiotics, she had a second surgery on (B)(6) 2020 to remove the implants, clean out the infection and cut back the infected mesh. The staph infection resurfaced a few weeks later and patient is scheduled to get the remaining mesh out next week.

Event description:
Patient reported that she had galatea mesh placed on (B)(6) 2020 while having a breast reduction and augmentation and got a staph infection about 3 weeks later. After 8 rounds of antibiotics, she had a second surgery on (B)(6) 2020 to remove the implants, clean out the infection and cut back the infected mesh. The staph infection resurfaced a few weeks later and patient is scheduled to get the remaining mesh out next week.

Manufacturer narrative:
Patient provided limited information in her communication to the manufacturer. No patient details (age, weight etc.) Or product details (part number, lot number) provided. No device history record could be reviewed. Manufacturer requested conversation with patient to obtain physician information. Several attempts to obtain additional information were made to the patient but have been unsuccessful. Infection is a known risk of surgery. It remains unclear if the device caused or contributed to the infection. This is an initial report being submitted in an abundance of caution while additional information and patient outcome may be obtained. Follow-up report: additional attempts to obtain information regarding the patient outcome and product details were unsuccessful. This ae report is considered closed.